Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1922003 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was unable to go through the lesion. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7f mynxgrip vascular closure device (vcd) was unable to go through the lesion. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant, advancer tube and sealant sleeve were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. The returned device¿s atraumatic wire distal tip was observed slightly bent/damaged. No other visual damages or anomalies were observed. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. The shuttle down procedure was also simulated, and the shuttle was advanced through the sheath without issue. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the returned device¿s atraumatic wire distal tip was slightly bent/damage as received. A product history record (phr) review of lot f1922003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The device performed as intended per the IFU. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.